Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable were severed, damaging wires in the cable. The root cause for severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.